Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station had multiple failed mini trays. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket failed to open. A field service engineer (fse) accessed the back panel and manually pressed the release lever to open the mini pockets. Using a flathead screwdriver, the fse carefully removed mini pocket 1.5, which had been obstructed by medication loosely wrapped in a ziplock baggie. The plastic packaging had caused the pocket to jam. The customer was advised to rewrap the medication more securely so it would sit flush within the pocket. Following these corrective actions, the customer successfully recovered the failed storage space. The system functioned as intended after the field service engineer repaired the device.